Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment with amikacin injection (1g, once a day, ongoing), ceftazidime injection (1g, once a day, ongoing), and heparin injection (1000iu, once a day, for 5 days, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that on an unknown date, the patient was hospitalized for the peritonitis event. Antibiotic treatment was discontinued and the patient has recovered from the event. The patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.